Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the monopolar curved scissors (mcs) instrument orange sleeve was noted to be peeling off. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
No adverse event or incident was alleged to have occurred. The instrument was returned and evaluated. Failure analysis observed the tube extension was broken at the distal end and had a small piece hanging loose. The clevis was not dislodged from the tube extension and no evidence of any missing pieces was found. The evidence was inconclusive, but the tube extension likely broke due to excessive side loading or other mishandling. Additional damage found was a frayed pitch cable. The instrument was found with a frayed pitch cable at the distal clevis. No damage was found on the pulley but there were some indentations found on the distal clevis. No other damage was found. In a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument. The instrument passed electrical continuity testing. This failure does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the orange sleeve was peeling off. The tube extension was found broken at the distal end and had a small piece hanging loose. The clevis was not dislodged from the tube extension and there was no evidence of any missing pieces found. The evidence was inconclusive, but the tube extension likely broke due to excessive side loading or other mishandling. Additional damage found by engineering was a frayed pitch cable at the distal clevis. No damage was found on the pulley but there were some indentations found on the distal clevis. The instrument passed electrical continuity testing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.